Event description:
It was reported that the save to disk function on the programmer was not working. The programmer was returned for servicing. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, save to disk was not working due to a defective floppy disk drive. It was also noted that the electrocardiogram (ECG) connector was loose on the printed circuit board.